Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an unrelated MRI. Upon interrogation post MRI, the left ventricular lead exhibited low impedance. No intervention was performed. The patient would continue to be monitored with follow up.